Event description:
An attorney alleged the patient was descending a (vehicle) ramp in the powered wheelchair when the motor suddenly stopped. The patient was reportedly thrown from the wheelchair. The patient reported pain in her wrist, knee, hip and foot following the event. No information regarding the severity or treatment of the patient's pain was provided.

Manufacturer narrative:
.

Event description:
End user was driving the unit down the ramp of mini-van when one of the motors abruptly stopped and she was thrown from the wheelchair. Enduser is a paraplegic. Enduser sustained right wrist,hip,knee and foot pain.